Manufacturer narrative:
The insulin pump functioned properly during the functional check including rewind, basic occlusion, occlusion, prime/compromised force sensor system, the excessive no delivery, and displacement test. There was no excessive no delivery alarm or unexpected pump restart noted during testing. The pump passed the self test, unexpected restart test, and all operating current tests were normal. The pump was received with a minor scratched display window, a cracked display window corner, a cracked case at the display window corners, a cracked reservoir tube lip, and cracked battery tube threads.

Event description:
The customer reported via phone call that his blood glucose was 408 mg/dl before lunch and was currently at 435 mg/dl. Customer treated with syringes. Customer saw his health care professional this afternoon. Customer stated that his doctor made changes 3 months ago and his blood glucose has been harder to maintain. Customer has an occasional no delivery alarm. Customer resets and goes back to what he needs. Customer stated this happens once or twice a month. Customer will be sent a tubing clamp and was advised to do a complete set change. Customer also had a crack on the pump on the top right corner of the screen that goes diagonally across the screen and off the screen. Customer stated that it goes to the back of the pump and across the serial number. Customer stated that his seatbelt sits across it and he may have slept on it. Customer stated that he has an infection in his toe and his blood glucose will jump to 400 mg/dl and go down to 44 mg/dl.